Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife called to report that the customer may have been connected to the infusion set during the manual prime, and may have delivered a large amount of insulin. The customer's blood glucose reading at the time of the call was 48 mg/dl. The paramedics were called to the customer's home for assistance. Nothing further was reported.